Event description:
Sales representative reported that the burr had cut the outer window of the formula blade tearing into the metal. As a result, pieces of metal got into the wound. Delay of surgery less than 30 minutes.

Manufacturer narrative:
Additional information will be provided after investigation is completed.